Event description:
It was reported that the tip got fractured. A runway catheter-guide was selected for use. During the procedure, it was noted that the device tip got fractured. No patient complications were reported.